Event description:
It was reported to philips that during a procedure, the system gave a ¿generator busy, x-ray start not allowed¿ message. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.